Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable pulse generator, pacemaker (non-crt) has been explanted and is out of service. There were no adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Device history record was performed in which no additional information related to the complaint was revealed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable cardioverter defibrillator (ICD) has been explanted and is out of service. There were no adverse patient effects. This device has not been returned for analysis.